Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer does not believe that the insulin pump is delivering the correct amount of insulin. The customer stated that the insulin pump passed the self test and that she lost 10 pounds in 4 days. The customer has reverted to manual injections. The customer has been experiencing high blood glucose levels. The customer's blood glucose at time of the call was 192 mg/dl. The customer expressed being out of breath and oxygen saturation as symptoms of their high blood glucose levels. The customer was hospitalized on (B)(6) 2014 for their high blood glucose levels. The customer was treated with an IV. Troubleshooting was done. Customer stated that insulin to exit after manual prime. Assisted customer with programming time and date. Customer was unsure if basal rates were correct and found that they were correct. Advised to talk with healthcare provider about her insulin pump settings. Nothing further reported.